Event description:
On 03/20/2024, infutronix received a report that an IV administration set had a "filter issue-allow air to pass". The infusion cannot resume without causing delay in treatment. No patient harmed.

Manufacturer narrative:
No investigation of the device can be carried out because the IV administration set will not likely be returned for evaluation.